Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available at a later date this complaint will be re-opened. Teleflex will continue to monitor feedback from the customer related to this issue.

Event description:
The customer alleges that the device leaks. No report of a patient injury.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The sample was placed into an oxygen tank opening the flow meter to 10lpm. At the same time a tube was connected on component (B)(4), the connected tubing was occluded on purpose in order to verify if leakage on french adaptor ((B)(4)) appeared. It was observed that the component (B)(4) (extruded sleeve 040) was activated, showing that there is not leakage on any parts on the adaptor. Based on the investigation performed, the reported complaint that the device was leaking could not be confirmed. There were no visual or functional issues found with the returned device.

Event description:
The customer alleges that the device leaks. No report of a patient injury.